Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the sensor was inserted and after removal the electrode was missing completely. The blood glucose was 11 mmol/l at the time of the incident. Mother was reported that, the customer was allergic to over tape. The sensor will not be returned for analysis.